Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarms during prime test at 4.0 pounds due to faulty force sensor system. However, the pump passed the displacement test and 10 unit bolus deliveries. Motor error alarms occurred during test. The motor tested ok. The pump was received with cracked case at all corners of display window, cracked battery tube threads and scratches on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and compromised force sensor system alarm from the pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with the pump and manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.